Event description:
Customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support emailed instructions to reset the pump, and the customer was advised to call back if the issue persisted after the reset.